Event description:
It was reported that the patient presented for follow up. An interrogation of the device revealed episodes of non-sustained right ventricular over-sensing caused by right ventricular lead noise. Fracture was suspected. Programming interventions were made. The patient was stable.